Event description:
Clinical trial. It was reported that 165 days following a coronary artery drug eluting stent procedure, the patient presented to the ER with unstable angina and normal cardiac markers. Angiography was performed and confirmed diffuse in-stent restenosis requiring a re-pci which was resolved with balloon angioplasty and placement of a cypher select stent. The index procedure identified one target lesion in the mid lad (left anterior descending) artery. The lesion was a de novo lesion in a vessel measuring 2.3x16mm. The target lesion was 95% stenosed, mildly calcified, and severely tortuous. Prior to placement of this taxus liberte 2.25x20mm stent, the lesion was pre-dilated with a 20mm balloon. The stent was not post-dilated. The patient was discharged six days following the procedure and prescribed plavix and aspirin. In addition to this procedure, the patient also underwent adjustment to her insulin therapy during this hospitalization. At the time of the re-intervention, the target lesion was 95% stenosed and was fully resolved with angioplasty using a sprinter balloon and placement of a 2.25x23mm cypher select stent. Following implant of this stent, there was a proximal dissection, which was treated with an overlapping 2.25x28mm cypher select stent. It was reported the relationship of this event to the device is "unknown". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.